Event description:
As reported by a field clinical specialist (fcs), approximately 1 month and 10 days post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted due to endocarditis and a 29mm sapien 3 valve was implanted in the mitral position.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. As the complaint for endocarditis was unable to confirm, a lot history review is not required. The instructions were reviewed, instruction for use (IFU) for commander delivery system with s3/s3u valve and no IFU/training deficiencies were identified. A risk assessment was performed on the reported event and reveal no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for endocarditis was unable to be confirmed as he medical report or the valve was not returned for evaluation. A review of DHR revealed no indication that a manufacturing nonconformance that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. Throughout the manufacturing process, all valves undergo extensive sterilization processes (bioburden reduction and terminal liquid sterilization). Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 1 month and 10 days post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted due to endocarditis." Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Technical summary documents literature review on early and late endocarditis. Endocarditis is an infection of a native or prosthetic valve, which is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. This case reports of an early endocarditis as the event occurred <60 days post-implantation. Prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized. Air in the operating room showed high bacterial counts in one study with the highest counts directly over the operating table. Laminar air flow, reduction of operating room "traffic" and pump micro- wave filters were all recommended, with the conclusion that coronary suction devices were the main source of blood contamination by returning organisms directly from the air to the pump. Other sources of contamination include the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. For this case, limited information was provided. As such, a definitive root cause was unable to be determined. Technical summary is applicable to this complaint event because the event reports of an early endocarditis. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.